Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma IV) was observed, however, no binary restenosis was observed at the fracture site. The diameter of stenosis was 49%. This complaint was received via literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with stable coronary artery disease. The patient had a lesion in the right coronary artery, however, the details of the lesion were not specified. The diameter of the vessel and the lesion length were unknown. The patient had three cypher stents implanted. The date of the procedure and the details of the stent implantation were unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated despite using two programmers. A magnet placed over the device revealed pacing. Additional troubleshooting was attempted on (B)(6) 2010 using multiple programmers, wand heads and different rooms, but all tests failed. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analsys found that the pulse generator had no telemetry and output due to a depleted battery. After replacing the battery, normal function ensued. The original battery was sent to battery manufacturer, no anomalies were noted during their analysis and the cause of the rapid depletion was unknown.